Event description:
It was reported that the pt experienced poor pain coverage. An x-ray revealed the catheter was 1 cm from being exposed from the intrathecal space. The system was explanted and replaced. The pt recovered without sequela. The pt's pump was used to deliver hydromorphone 10 mg/ml at 1.32 mg/day.